Manufacturer narrative:
Philips investigation into the event is still in process. At this time, it is unclear whether the issue was caused by a device malfunction, software defect, or user error. A follow-up report will be filed with additional details once the investigation is complete.

Event description:
On (B)(6) 2024, philips received a complaint regarding the vue pacs system. The report indicated that a patient¿s mammogram from (B)(6) 2024 had been misdiagnosed as cancer-free due to an interpretation made on images belonging to a different patient. Subsequently, the patient underwent a mammogram at a different hospital, where she was diagnosed with cancer. She underwent a mastectomy and later returned to the philips customer site on (B)(6) 2024, for further treatment. Upon receiving the complaint, philips technical support obtained the patient ID from the customer and, with their permission, accessed the system to review the study. A comprehensive analysis was conducted using the pacs audit trail tool to examine the study and its associated actions. The findings determined that in (B)(6) 2024: ¿ the correct patient's name, patient ID, and images were available for review, ensuring that the appropriate report could be generated and signed for the correct patient. ¿ there was no evidence of a patient mix-up.

Manufacturer narrative:
Philips investigation into the event is still in process. At this time, it is unclear whether the issue was caused by a device malfunction, software defect, or user error. A follow-up report will be filed with additional details once the investigation is complete.

Manufacturer narrative:
Philips investigation into the event is still in process. At this time, it is unclear whether the issue was caused by a device malfunction, software defect, or user error. A follow-up report will be filed with additional details once the investigation is complete.

Event description:
Philips was notified on (B)(6) 2024 by the customer of a misdiagnosis. The allegation of misdiagnosis was attributed to the system's failure to display the correct study for the patient. The patient subsequently sought a second opinion at another hospital, where it was determined that she had cancer, and a mastectomy was performed. The company has initiated an investigation into the event. At this time, it is unclear whether the issue was caused by a device malfunction, software defect, or user error. The investigation is currently in progress. A follow-up report will be filed with additional details once the investigation is complete.